Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient went into the healthcare provider (hcp) office on the day of this report because she had been feeling "very strange sensations" that were not normal. Patient stated the nurse told her the device had shut off by itself. Patient thought this was very surprising because she thought the therapy was on and "ramped up" and "running high". It was noted that the therapy was turned on today at the appointment and she can feel it working. Patient stated the nurse checked the implantable neurostimulator (ins) and told patient the battery was 51 months left. Patient asked if it is possible for the ins to increase and turn off on its own. Patient thought it has been on for two years. She went to the hcp about a year ago and they confirmed therapy was on and working. It was indicated that she lost her patient programmer (pp) for about two years but was now in the process of getting another. Patient reported she had no need to adjust using the pp so she misplaced it. She would be seeing her hcp on (B)(6) 2017. The event occurred last 2 or 3 weeks. Additional information received from the healthcare provider (hcp) indicated that the cause of the implantable neurostimulator (ins) turning off by itself was not determined, but the issue had been resolved. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.